Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok and down arrow buttons were not responding well for about a week. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad buttons issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, there is no peeling or visible damage of the keypad; however, the symbols are worn off of the contrast, up arrow and down arrow buttons. Testing confirmed the ok and down arrow keypad buttons respond intermittently when pressed and the contrast and up arrow keypad buttons respond appropriately when pressed. All of the buttons on the keypad have normal spring back or click. The keypad was removed to investigate revealing contamination under the contacts of all the buttons.